Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the clinic after receiving a vibratory alert. The patient¿s device had an alert for a capacitor charge time limit reached. A capacitor maintenance was performed indicating charge time limit reached and there was an audible pop before device timed out. The device was explanted and successfully replaced. Patient was stable.

Manufacturer narrative:
Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The high-voltage capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal high-voltage capacitor anomaly.